Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed only the proximal section of the device was received. The distal section which includes the balloon and the tip of the device was not returned. A visual and tactile examination revealed a break had occurred in the shaft 650mm distal to the strain relief, just above the lap weld. The area at the break was severely stretched for 2mm in length. The shaft was slightly flattened 617mm distal to the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a radiopaque (ro) marker band was missing. The target lesion was located in a dialysis graft in the arm. While positioning the blue max balloon catheter, it was noted that there was no distal ro marker band present when they attempted to take images. The physician inflated the balloon once with no issue. The second time the balloon was inflated, the contrast flowed out from the distal end of the balloon. The balloon was removed intact and the procedure was completed with another blue max balloon catheter. There were no patient complications reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a radiopaque (ro) marker band was missing. The target lesion was located in a dialysis graft in the arm. While positioning the blue max balloon catheter, it was noted that there was no distal ro marker band present when they attempted to take images. The physician inflated the balloon once with no issue. The second time the balloon was inflated, the contrast flowed out from the distal end of the balloon. The balloon was removed intact and the procedure was completed with another blue max balloon catheter. There were no patient complications reported and the patient's status is ok.